Event description:
During an av node ablation procedure, there was noise on surface ecgs and ablation catheter while using the ensite precision mapping system resulting in cancellation of the procedure. The recordconnect was bypassed, but the issue did not resolve. The right leg patch, ECG leads, catheter, and connecting cable were replaced, but the issue did not resolve. The cable management and notch filter were checked, and the system was rebooted, but the issue did not resolve. The procedure was cancelled due to this issue. Later the ECG cable set was replaced and the issue was resolved.

Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One workmate¿ claris¿ ECG cable set was received. Visual inspection revealed several color buttons on the lead connectors were missing. The cable and connector port were free of physical damage. The cable was connected to a test claris amplifier and an ECG (electrocardiogram) simulator. Evaluation testing of the ECG was successful. The ECG cable set was functioning as intended during evaluation. Review of the device history record was not possible as the lot number is unknown. The reported event was not confirmed. Evaluation testing was successful as the ECG cable was functioning as intended. Based on the information and investigation provided to abbott, the root cause remains undetermined.